Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). Additionally, the reported low flow alarms were confirmed based on the onsite evaluation by an abbott representative. The patient's continued to experience low flow alarms and their system controllers were updated on (B)(6) 2025. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came to clinic as there had been multiple low flow alarms of short sequences. The patient was examined, and a computed tomography (CT) scanning was performed as the patient had a similar situation in (B)(6) 2024, where extrinsic outflow graft obstruction (eogo) was observed. In (B)(6) 2024, the eogo was evaluated as mild, and no intervention was needed. The CT scan from the current event was showing progression in the eogo and clinic was evaluating what next step should be. The patient was terminal with cancer and multiple metastasis. They were given fluid and also instructed to increase fluid intake at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). Per additional information, the patient was feeling a bit dizzy. Fluid intake was increased with observation in the ward. They were given fluid and also instructed to increase their fluid intake at home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was feeling a bit dizzy. Fluid intake was increased with observation in ward. System controller was adjusted to 2.0 low flow software.